Manufacturer narrative:
This investigation is ongoing, any add'l info will be provided in a follow up report. [See scanned page]

Event description:
According to the report, a pt had a right fronto-orbital granuloma. "The surgeon used bioglue to complete the cranio plastic (after removal of the granuloma, the surgeon used tissucol with powder of bone to fill the opening on the fronto-orbital and then he applied bioglue)." The pt developed a bacterial infection 5 days post-op. The surgeon performed a reoperation to solve the problem. The pt has been placed on antibiotic therapy. It is unk how bioglue was used in conjunction with the tissucol and powder of bone. Application in this procedure is not indicated on the instructions for use.